Event description:
A pt with severe pain underwent a laparoscopy with fulguration of endometriosis, resection of master's window and ovarian drilling. The surgeon irrigated thoroughly with ringers lactate and then instilled intergel. Antibiotics were not administered pre or intra operatively. The pt did well for three days. On day four the pt developed abdominal and pelvic pain. On day six the pt was hospitalized, by another physician, with severe abdominal pain. Temperature and white blood count were not available. In 8/02 a laparotomy was performed revealing "diffuse chemical inflammation". The bowel and bladder were intact. Gram stains were negative. A resident involved in the laparotomy described the bowel as being "caramelized" with 1500 ml of orange fluid in the cul-de-sac. An appendectomy was performed showing periappendicitis. There were no parameters reflective of infection.